Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 300 and no additional symptoms. This blood glucose level does not meet animas¿ criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with this complaint. The reporter alleged an inaccurate delivery issue; basal delivery totals in the total daily dose reportedly do not match the active basal program. However, the basal history matches the active basal program settings. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: a review of the basal total daily dose history appeared to be inaccurate due to multiple auto off, suspends, and manual resumes. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The alleged total daily dose basal history recording defect was unable to be duplicated during testing. Unrelated the original complaint, the display screen had a pinkish contrast. Additionally, the battery compartment was cracked below the bumper pad.